Event description:
Pt dialyzed for 2 hrs and 45 mins when she developed stomach cramps. Pt rinsed back and went to restroom. Vaginal bleeding noted. Pt had hysterectomy 7 years ago. Hct dropped from 33 to 25%. Pt sent to hosp, hemalysis identified. She was transfused.